Event description:
It was reported that the patient presented to the hospital for a follow-up visit due to discomfort. During the diagnostic process, it was noted that the pacemaker and the right ventricular (rv) lead exhibited failure to capture, resulting in long ventricular pauses. The pacemaker was explanted, and the rv lead was capped on (B)(6) 2026. Both the pacemaker and the rv lead were replaced on the same procedure date. The patient remained in stable condition.